Event description:
The rptr stated that the device has an inherent design problem. When changing the flow to the barb connector, the flow of oxygen ceases through the threaded outlet. If an oxygen-dependent pt who was receiving a treatment with a nebulizer put the nebulizer down, or if the nurse or therapist forgot to change the flow selector back, the pt would not get any oxygen. The rptr stated that pts have experienced respiratory distress but the problem was identified and corrected without any apparent injury to the pt.